Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprostheses. It was reported a contralateral leg component was advanced, within an 18 fr introducer sheath, to the intended position for deployment. As the sheath was withdrawn, ~ 2 cm of the proximal end of the device prematurely deployed. Reportedly, deployment occurred prior to the physician engaging the deployment mechanism. It was reported the physician elected to completely deploy the device ~ 2cm distal to the intended location. After removing the delivery catheter from the patient, a visual inspection of the device confirmed that the deployment line had not broken. An additional contralateral leg component was implanted as a bridging device. The procedure concluded without further complications, and the patient tolerated the procedure. The cause of the premature deployment is reportedly unknown. Resistance was not reported during the positioning of the device and nothing about the patient's anatomy is believed to have caused or contributed to the premature deployment of the device. The delivery catheter and the deployment line were discarded at the facility and therefore are not available for evaluation.